Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from 398 to 486 mg/dl. After the occlusion alarms, the customer had changed the supplies on the pump and insulin delivery was resumed. A bolus of insulin and an insulin injection were used to address the bg level. A cause of the past and present occlusions was unable to be determined.